Event description:
It was reported during in clinic follow-up that the right ventricular lead exhibited a loss of capture, decreased sensing, and inappropriate shock. Xray revealed that the lead had dislodged, and this was causing oversensing of other heart chambers. The lead was deactivated. The patient was stable.

Event description:
New information was received that the lead was capped and replaced. No further information was available.